Event description:
High impedance was observed on a newly implanted lead. Extensive troubleshooting was not performed and the surgeon decided to close the patient. A final system diagnostics was performed with the generator in the pocket were observed to have okay impedance. No additional relevant information has been received to date.